Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. It was also reported that the battery gauge was fluctuating. The customer continued to use the pump for insulin therapy. The customer's blood glucose was 140 - 151 mg/dl.